Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer¿s current high blood glucose 407 mg/dl. The customer stated that she had gone to the hospital due to high blood glucose. The customer had treated with insulin pump. The customer also reported that there was a large air bubble large air bubble that is a size of a baby aspirin in the reservoir. Assisted customer with performing the high pressure test. The insulin pump passed test. The drive support cap was normal. The insulin pump and reservoir will not be returned for analysis.